Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod. It was also reported by the patient that the controller would not turn on. Symptoms reported include hyperglycemia, vomiting, headache and nausea. The patient was treated with insulin through the IV (intravenous). The patient was released two days later.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
In the case description, the user mentioned being unable to turn on the controller. The controller was returned with the battery depleted. The controller was plugged in and allowed to charge. The battery charging screen was generated and the controller was able to charge. The controller was able to charge, turn on, and boot up with no issues. Inspection of the charging port found no damages or defects that would prevent the controller from charging. Inspection of the android log files downloaded from the controller found no abnormalities that would prevent the controller from charging or turning on. The controller was determined to function as intended.